Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that a day before this report, the patient's infusion set's tubing had detached from the tubing connector while she was in the middle of replacing (on the process of inserting) the infusion set. The site location was at her left side and the pump was located on the right side. Reportedly, the infusions were stored in the room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.